Event description:
A malfunction alarm was reported, identified by the customer as malf 0, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact on the customer¿s blood glucose level. The customer was provided with pump reset information by technical support, and after resetting the pump, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if any future issues arise.